Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 13 of 13 mdrs filed for this event (reference 1825034-2013-02433/02445).

Event description:
It was reported patient underwent total shoulder procedure (B)(6) 2013. Subsequently, a revision procedure was performed (B)(6) 2013 due to infection. Review of invoice history indicates unknown procedures were performed (B)(6) 2012 and (B)(6) 2013. It is unknown if these procedures were related to reported event. No further information has been provided to date.